Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl compared to readings of 232 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. A visual inspection of the sensor patch revealed no observable issues. The watermark at the base of the sensor tail confirmed proper insertion. Sensor data was successfully downloaded using approved software. The sensor was found to be in sensor state 6 with event log 6 and 7, which are an indication that the sensor had terminated due to an error recognized by the sensor and had reached its end of life. Water-based liquid contamination was observed on the pcba triangle upon visual inspection of the plug assembly. Further investigation included de-casing the sensor. A visual inspection of the printed circuit board assembly (pcba) showed no abnormalities. The sensor battery was measured and found to be within specification. A source measurement unit (smu) test was conducted to verify electronic functionality. The sensor passed all tests, including poise voltage and thermistor checks, confirming it was capable of accurate glucose readings. An extended investigation confirmed that all smu, poise voltage, and temperature tests passed and met the required specifications. A review of the device history records (dhrs) verified that the sensor passed all manufacturing and release tests. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed.